Event description:
It was reported that the right ventricular (rv) lead had dislodged. Decreased in impedance and sensing were observed. An x-ray was performed revealing dislodgement. The rv lead was explanted and replaced. There were no adverse health consequences. The patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement, device sensing problem, and low impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination did not find any anomalies. The full helix extension length was measured within the specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted with the exception of procedural damage.